Manufacturer narrative:
Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: one media file and one static image were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. It was reported that the cusp overlap technique was not used thus depth at the non-coronary cusp is unknown. Depth assessment at the left coronary cusp was performed in the left anterior oblique (lao) view and was approximately 7mm prior to release. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth 1mm or >5mm. Furthermore, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. In this case, depth at the lcc was >5mm so a recapture was warranted. However, the valve was released and dislodged resulting in a final depth of approximately 13mm. There is no evidence that additional intervention was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a bicuspid aortic valve, pre-dilatation was performed using a 23 millimeter (mm) non-medtronic balloon through at 16 fr sheath. The valve was deployed shallow and was fully recaptured and repositioned. Upon the second deployment, the valve was too deep and was partially recaptured and repositioned. At 80% deployment, the valve appeared to be at 6-7 millimeter (mm) on the left coronary cusp (lcc). The valve was deployed at approximately 13 mm on the lcc. Commissural alignment was obtained and the cusp overlap was not utilized. Mild-moderate paravalvular leak (pvl) with a mean gradient of 9 mmhg was noted. It is unknown why the valve dislodged deep after 80% deployment. It was reported there was possible greater forward pressure than intended and a fast final deployment of approximately 5 seconds from 80-100% deployment compared to 30 second recommendation. No treatment was performed. No additional adverse patient effects were reported. Additional information was received that the patient's anatomy contributed to the dislodgment due to a dilated ascending aorta and b icuspid aortic valve. The deployment starting point was noted to be at the bottom of the pigtail catheter. The transcatheter valve was explanted approximately one week post-implant.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a product ID numed balloon; product lot/serial number unknown; product type: valvuloplasty balloon;  implant date na; explant date na. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a bicuspid aortic valve, pre-dilatation was performed using a 23 millimeter (mm) non-medtronic balloon through at 16 fr sheath. The valve was deployed shallow and was fully recaptured and repositioned. Upon the second deployment, the valve was too deep and was partially recaptured and repositioned. At 80% deployment, the valve appeared to be at 6-7 millimeter (mm) on the left coronary cusp (lcc). The valve was deployed at approximately 13 mm on the lcc. Commissural alignment was obtained and the cusp overlap was not utilized. Mild-moderate paravalvular leak (pvl) with a mean gradient of 9 mmhg was noted. It is unknown why the valve dislodged deep after 80% deployment. It was reported there was possible greater forward pressure than intended and a fast final deployment of approximately 5 seconds from 80-100% deployment compared to 30 second recommendation. No treatment was performed. No additional adverse patient effects were reported.